Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant warning for risk of injury to the patient: "there is a risk of injury to the patient due to malfunction of the equipment. Always have spare equipment available." During visual examination, the physical damage at the click pin and light guide connector. The investigation determined that the issue could have been caused by stress from wear and excessive force; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had several broken components including the click pin and the light guide connector. The device also had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus 12 degree telescope loaner, 2 broken components were noted. The click pin, and light guide connector were both damaged. There was no patient involvement during this event.